Event description:
Hcp reported occluded catheter (intraspinal). The pt experienced increased spasticity and itching. The device was explanted but not returned to the MFR for analysis. The pt fully recovered after catheter replacement.